Event description:
A sds gen. 8x29 135cm slalom that fell off balloon during advancement and needed to be snared out. It was an elective procedure and access was via the femoral. An avanti 11 cm sheath and a cordis vista brite tip guide catheter were used in the procedure. The lesion was calcified but there was no vessel tortousity. It was not a cto. The stent appeared normal before the procedure. The lesion was pre-dilated. There was no resistance experienced while passing the stent deployment system through the guiding catheter or while tracking the stent deployment system to the lesion. There was also no resistance experienced while crossing the lesion. An attempt was not made to withdraw the stent deployment system with the stent on the balloon. As the stent was being advanced, the stent detached from the stent deployment system. There was no excessive force applied to the device during insertion or during withdrawal. The patient was stable following the procedure and did not incur any complications due to this event.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported a genesis on slalom stent fell off the balloon during advancement. The target lesion is unknown but reported as calcified but no tortuous or a chronic total occlusion. Femoral access was obtained and an avanti sheath and vista brite tip guide catheter were used in the procedure. The stent appeared normal before the procedure. The lesion was pre-dilated. There was no resistance experienced while passing the stent deployment system through the guiding catheter or while tracking the stent deployment system to the lesion. There was also no resistance experienced while crossing the lesion. As the stent was being advanced, the stent detached from the stent deployment system. An attempt was not made to withdraw the stent deployment system with the stent on the balloon. There was no excessive force applied to the device during insertion or during withdrawal. The dislodged stent was removed with a snare. The patient was stable following the procedure and did not incur any complications due to this event. One non sterile catheter sds gen. 8x29 135cm slalom was received coiled inside a plastic bag. The balloon was received partially inflated. There were blood residues observed in the balloon. Stent marks were observed in the balloon. A snare was received adhered to stent. The stent was received damaged. No other anomalies were observed in the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿stent dislodged-in patient¿ was not confirmed through analysis as the balloon was partially inflated and stent marks were observed in the balloon. The exact cause could not be determined. With the information provided and the completed analysis it is not possible to determine what factors may have contributed to the difficulties experienced by the customer. There is nothing in the device history report review or the analysis to suggest that the event is related to the design or manufacturing of the product; therefore no corrective action will be taken.